Manufacturer narrative:
The esheath was returned to edwards for evaluation. Upon visual inspection, a liner tear approximately 6.5 inches in length extending from the distal sheath tip was observed and scratches along distal portion of sheath shaft were observed. No other abnormalities were observed on the sheath. Dimensional analysis of the liner wall thickness was performed and found to meet specification. No functional testing was performed due to the condition of the returned sheath (expanded sheath with torn liner). A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance was the source of the complaint. Patient or procedural factors may have contributed to the liner tear: calcification can damage the exposed portion of the sheath liner. Such damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Vessel tortuosity and sub-optimal insertion angles can lead to non-axial alignment in the retrieval of the delivery system. The delivery system can potentially catch onto the liner, propagating into a tear upon removal. The complaint for sheath shaft liner tear was confirmed based upon visual inspection of the returned sample. Visual inspection of the complaint device revealed scratches along the sheath shaft, which is evidence of calcification. Additionally, it was reported the patient had mild access vessel calcification. Available information suggests that patient factors may have contributed to the event. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the patient¿s access vessel calcification and tortuosity, not always appreciable on imaging, may have contributed to the bleeding. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), upon removal of the esheath, a liner tear was observed and blood was lost during device removal. Inflation of the cross over balloon was used to stop the bleeding. There was no consequence to the patient.